Manufacturer narrative:
H4: the device was manufactured from march 9, 2020 - march 10, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed residual fluid inside the device bladder. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified by visual inspection of the photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.